Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient underwent revision due to a fall. The tm humeral stem and glenoid were removed for conversion to reverse arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined to not be reportable, as this event was reassessed and determined the product did not cause or contribute to the event.